Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (unknown concentration at "600 mcg") via an implantable infusion pump. It was reported that the patient heard their pump alarming on (B)(6) 2019. The hcp's office interrogated the pump on (B)(6) 2019 and saw that the pump stalled on (B)(6) 2019 and recovered on (B)(6) 2019. The pump stalled again on (B)(6) 2019. No actions/interventions had been taken yet, but surgical intervention was planned for (B)(6) 2019. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not resolved. The patient's weight was unknown. The patient's status at the time of the report was alive, no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due shaft bearing. If information is provided in the future, a supplemental report will be issued.